Event description:
Home patient reported quantum extension line separated from ultrabag during drain phase of exchange. Home patient rec'd a "low flow" alarm and discontinued treatment. Home patient performed a manual exchange and reports no injury or medical intervention. Home patient discarded sample and states he believes connection was secure at therapy set up.